Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is an internal manufacturing process issue. Per drawing c0004, rev. 5, suture loop must be countersunk in anchor. Ncr-29259 was initiated to further investigate this issue. The complaint is confirmed based on the customer's attached pictures that display the suture loop protruding from the anchor of subcomponent (B)(4).

Event description:
It was reported that during an arthroscopic shoulder surgery the suture protruded from the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.